Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on baxter meridian device. Forty-three minutes into 3.5 hour treatment, device alarmed low blood pressure. Hcp found pt pale, sweaty and slow to respond. Hcp found large amount of blood in the chair beside the pt and on the floor. Hcp reported no venous alarm noted. Hcp found venous tubing disconnected in pt's arm graft. Hcp stopped blood pump, reconnected the tubing and rinsed the blood back to the pt. Add'l normal saline was administered along with albumin and 4 liters oxygen via nasal cannula. Pt was admitted to the hospital and received blood transfusions. Pt diagnosis was excessive blood loss and hypotension. Conflicting info was received from the equipment technician. Equipment technician reported the device alarmed low venous pressure and this alarm was muted, then device alarmed low blood pressure.